Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was alarming cassette not attached properly.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Event history log was reviewed and the error was found multiple times. The customer stated problem was duplicated. The downstream occlusion sensor value was at 0 mv. This caused the device to fail calibration, sending out a no disposable alarm. The downstream occlusion sensor flex ribbon was not fully seated onto the board from the previous repair. The latch holding the downstream occlusion flex ribbon was not locked. After locking in the downstream occlusion flex, the value went to 92 mv. Replace pwa board and downstream occlusion sensor. This was the root cause of the issue determined by the previous service and repair. This issue was communicated to the service for review with the service team on 16-jun-2022. No further action is required.

Manufacturer narrative:
Information was received indicating that indicating that there was no patient involvement in this event.